Event description:
On (B)(6) 2025, this spontaneous report from the united states was received regarding a male consumer (age not provided) in association with an unspecified thermacare heat wrap. On (B)(6) 2025, the consumer topically applied a thermacare heat wrap to an unspecified location for an unspecified indication. On (B)(6) 2025, after using the product the consumer experienced severe skin burns. The consumer noted to have sought medical attention multiple times since (B)(6) 2025. No additional information was provided.

Manufacturer narrative:
There is limited device specific information provided, no batch number or specific product type was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of burn and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection to ensure packaged product quality. There are pre identified risk factors that could cause a burn/blister listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin conditions, medical conditions, device use error and off-label use. The warning labels on our products are used to address these risk and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations.